Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system and a non-medtronic microscope could not establish communication. There was no patient present when this issue was identified.

Manufacturer narrative:
The manufacture representative (rep) went to the site to test the navigation system. They replaced the microscope bracket and the same issue was occurring. The rep found the issue was with the microscope cable. A new cable was ordered from medtronic and the vendor for the ceiling cable extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed that the navigation system and microscope interface doesn't communicate. The bottom leds were not visible by the camera. Top and lower (under) led were visible by the camera and navigation was accurate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was initially serviced in the field and it was confirmed the navigation system and microscope interface were not communicating. The bottom leds of the microscope were not visible by the navigation system camera. During the second completed work order, the microscope bracket was replaced, but this issue persisted. The issue was thought to be related to the microscope cable. A third completed work order determined the microscope needed calibration. The microscope was calibrated and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.